Event description:
A malfunction occurred on the pump, as reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump independently, and the issue did not recur. Technical support advised the customer to continue using the pump and to call back if the malfunction code appears again. There was acknowledgment and understanding from the customer regarding these instructions.